Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser that was reported to have failed the flow accuracy portion of the preventative maintenance (pm) test. The customer checked the pump at 100ml/hr for 10 ml of both channels, and also at 200ml/hr. For both settings, the results were approximately 21.5 ml. The results were taken from a flow meter and verified with a graduated cylinder. The customer was unable to provide the lot number to the tubing used during the testing as the tubing packaging was unavailable. However, this test setup was generating normal results for all of the other pumps that were tested at the facility; therefore the tubing set was ruled out by the customer as a contributing factor for the test results. There was no patient involvement, no adverse event, no delay in therapy and no patient harm.

Manufacturer narrative:
The investigation confirmed that the customer was running the volume accuracy test. The customer's complaint was confirmed that the device over delivered during pm testing (performing a protocol of rate = 200 and vtbi or 10 ml/hr on both a and b lines). The test is ran in piggyback mode. The total amount delivered per customer event description was 21.5 ml. To investigate, the delivery accuracy test was performed on the device. The pump was programmed to run at a rate of 200 and vtbi of 10 ml/hr in both a and b lines and to deliver in piggy back mode. The device delivered a total amount of 21.3 ml. The customer's complaint that the device failed the volume accuracy test was confirmed. The plunger in the mechanism was then recalibrated, which resulting in a passed calibration. After the successful calibration, the device passed the delivery accuracy test with a total amount of 20.7 ml. The probable cause for the customer's failed delivery accuracy test is that the mechanism plunger was out of calibration.